Event description:
A malfunction alarm was reported by a customer, stating they received a 16-0x20e6 error with their pump. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to reset the pump by turning it off and on, but the malfunction persisted. The device is set to be returned and a replacement pump has been issued with a new serial number.